Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. However, an abnormality was found in the image display colors. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that there was a sandstorm-like noise and blackouts when the medical staff attached a camera head to the visera elite ii video system center. This occurred intermittently during preparation for use. When the nurse connected the camera head to another visera elite ii video system center, there were no problems. The procedure was completed using a similar device, and there was no report of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the image noise and the blackout have occurred due to the deformation of the connecting terminals inside the video connector receiver. However, the cause of the deformation of the terminals was not identified. Olympus will continue to monitor field performance for this device.